Manufacturer narrative:
Block e1: initial reporter facility name (B)(6) hospital. Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for achalasia in the cardia during a per-oral endoscopic myotomy (poem) procedure performed on (B)(6) 2025. During the procedure, after the wound was closed with the clip, the sliding block was tightened. However, the clip could not be deployed and disconnected. Multiple attempts were made, but the clip fell off from the catheter and fell into the patient's body. The device was removed. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed. Block h11: the returned resolution 360 clip device was analyzed, and during visual inspection it was found that the device was returned without the clip assembly with evidence of full deployment. No other problems with the device were noted. The reported event of clip could not be deployed was not confirmed. The investigation results summary did not detect any problems related to the reported issue. The returned device review showed no evidence of either the alleged or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for achalasia in the cardia during a per-oral endoscopic myotomy (poem) procedure performed on (B)(6) 2025. During the procedure, after the wound was closed with the clip, the sliding block was tightened. However, the clip could not be deployed and disconnected. Multiple attempts were made, but the clip fell off.from the catheter and fell into the patient's body. The device was removed. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.